Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h14c22069, h14e21116 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested as fever and abdominal pain. The cause of the peritonitis is unknown. On unreported date, the patient was treated with unspecified oral antibiotics (dosage, frequency, and duration not reported) for the peritonitis event. Therapy with the oral antibiotics was reported to be ongoing. The patient was discharged from the hospital five days after being admitted for the peritonitis event. It was reported that the patient was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available. This is report 1 of 3.